Event description:
The affiliate reported the customer alleged fluid leaked from the reagent syringe 3-way valve involving the synchron cx5 delta clinical system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated, and there was no patient impact. The customer replaced the reagent syringe and probe but did not resolve the issue. There is an exposure control/risk management plan at the facility.

Manufacturer narrative:
A new reagent syringe valve was ordered and shipped to the customer. The fse guided the customer in the installation of the syringe valve and resolved the issue. System verification was completed. The instrument was returned to operation. (B)(4).